Event description:
An everest inflation device was used during a procedure. The everest inflation device was removed from packaging per IFU with no issues noted. The device was prepped per IFU with no issues. The everest device was connected to a balloon, and the balloon was in the patient when the issue occurred. It is reported that during inflation in vivo, the needle did not respond at first. When inflation was continued, the needle suddenly jumped to 6 atms. No patient injury is reported.